Manufacturer narrative:
H4: the device was manufactured from (B)(6) , 2020 - (B)(6) , 2020. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Visual inspection on the returned device via the naked eye noted evidence of leak at the fillport when the fillport cap was removed. Further examination on the unit revealed the cause of the backflow condition was due to a particle measured to be 0.80 square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir (fourier-transform infrared) spectroscopy test. Acrylic is the material of the device stressmember. The reported condition was verified. The cause of the condition was determined to be manufacturing related as a small shaving from the stressmember can potentially be created during the manufacturing process and get stuck under the checkband. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/20/2021.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had leakage from the luer-lock connection. This issue was discovered after the introduction of fluorouracil. There was no patient involvement. No additional information is available.